Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, previous cardiac surgery, and a dilated left atrium. Two xtw clips were implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient returned for a follow-up. Echocardiography showed the second implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda), causing mr to return to a grade of 4. On (B)(6) 2023, an additional mitraclip procedure was performed. To stabilize the slda, an additional xtw clip was implanted, reducing mr to a grade of 2-3. No additional information was provided.